Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: priming problem: the cause of the air in purge system was unintended use error as the purge cassette was able to run without issue in the lab.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported receiving an air-in-purge alarm on the system. They followed the de-air instructions on the automated impella controller; however, the air-in-purge alarm persisted despite repeating the process. No air was observed in the purge tubing. The user then replaced the purge cassette and bag using the automated impella controller menu prompts. After the cassette was replaced, the alarm resolved. The patient is experiencing intermittent suction alarms while on p-6. The plan is to continue the patient on current support.

Manufacturer narrative:
B3 event date updated.